Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event of peritonitis. However, there is no allegation or objective evidence indicating the patient¿s liberty select cycler and/or liberty select set, or any fresenius product(s) caused or contributed to the patient¿s event of peritonitis. Based on the information available, the cause of the patient¿s peritonitis is unknown at this time. Peritonitis is a well-known potential complication in patients utilizing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the dialysis clinic manager that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was admitted to the hospital for peritonitis. Additionally, the clinical manager stated the patient was having pd catheter (not a fresenius product) related issues (specific issues not provided). Per the clinical manager, the patient was reported to be recovering. No further details surrounding the peritonitis event are available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.